Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient presented to the hospital with mild abdominal pain which responded well to analgesia. When the tube was mobilized the patient experienced acute pain in the left flank and left side of the stoma which radiated to the back. A CT and an x-ray were done which showed small anterior bubbles from an anterior pneumoperitoneum and densitometric involvement of perigastric fat. He was held in observation for a few more hours.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Code of 4581 was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.